Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l1. At the 3 month post-op follow up, imaging findings reportedly revealed posterior cement migration had occurred. No action was taken by the physician and the patient was reportedly asymptomatic. It was reported that at the one year post-op follow up, no further cement migration was detected and the patient was still asymptomatic. No other information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Correction: additional information, device codes : (B)(4) (no code available for "cement extravasation"), labeled yes.

Event description:
It was reported that after the surgery, cement leakage into the spinal canal was confirmed, for which no particular measures were taken. The event severity was reported to be "no symptom". The event outcome was reported to be "no patient's health damage" and there was no change in leaked cement.